Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) the device failed to discharge with electrode pads attached. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrode pads used at the time of the malfunction were discarded and are not available for evaluation. Complainant indicated that subsequent biomed testing was not able to duplicate the malfunction.